Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of crimped cannula with an infusion set after being used for one day. The site of insertion was abdomen. No further information available.